Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-00248. It was reported the patient experienced stroke like symptoms following a scs trial procedure. The leads were removed on (B)(6) 2018 as intended. The patient was transported to the hospital at the time and is in rehabilitation facility as of (B)(6) 2018. It is unknown if the issue is related to the procedure or the product.